Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Patient stated that sensor wire was hanging off he applicator barrel. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.